Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user scanned wrong bin barcode to issue item. A technical support specialist (tss) advised the customer to contact the pharmacy to have them de-assign and re-assign the item, scan the correct bin barcode, and then issue the item again normally to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 scanned a wrong bin barcode on while issuing an item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.